Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his lead exhibited undersensing leading to inappropriate pacing. The rv lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.